Event description:
Pt was revised to address infection.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the sterilization certifications for the provided product/lot combinations did not reveal any related deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.